Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device had a kink about 2 to 3cm from the tip of the sheath when the angio-seal poly-foil pouch was opened. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. There was no health damage to the patient. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to report a correction to section h6 medical device problem and to report that this reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the complaint cannot be confirmed for kinked hemostasis sheath. The device involved in this complaint has been verified to be of normal product; therefore, is not a reportable event. In the initial report it was reported that the medical device problem code was 2978 - material integrity problem however the code should have been 2976 - material deformation.